Event description:
Info received indicates during a preventive maintenance check, the technician found the ground resistance reading was out of range.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord plug. He replaced the power cord lug to repair the bed.